Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. Additionally, the monitor failed a pulse test due to an overvoltage condition. The cause for the defective response button switch was a dislodged connection between the response button cable and connector j1005. The cause for the overvoltage condition was damage to the j1002 and j1003 connectors between the computer/analog and defibrillator pcas. The pins in connectors j1002 and j1003 were bent, which prevented firm connection between the two boards. The root cause for the dislodged response button connector and the bent connector pins was physical abuse. The monitor enclosure showed signs of the monitor impacting a hard surface, causing the observed damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.